Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer, via a company representative, regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. On an unspecified date, the patient's pain pump was not working correctly. No patient symptoms were reported. No additional information was provided at that time, but the consumer stated that they would call back on (B)(6) 2015. Additional information regarding when the pump issue began, symptoms related to the pump issue, steps taken to resolve the pump issue, circumstances that led to the pump issue, and resolution of the pump issue has been requested. If additional information is received, a follow-up report will be sent.